Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance and noise. The device was reprogrammed to vvi mode. No patient symptoms were reported.